Manufacturer narrative:
Product development evaluation was completed: per the technique guides, the plates have a primary clinical indication for mandibular reconstruction using bone graft and a secondary indication for comminuted fractures and temporary bridging with delayed secondary reconstruction accompanied by a warning that bone graft is recommended immediately or at a later date and that fractures are possible if the implant bears an entire functional load for an extended period of time. There was no mention of bone graft in this report; the implant was placed (B)(6) 2015 and the breakage was noted around (B)(6) 2015 upon x-ray. The implant was finally removed on (B)(6) 2015. These make is seem likely that the plate was used in a load bearing, bridging construct and without bone graft for an extended period of time. Biomechanical properties and mechanical testing verification documents referenced therein were reviewed and determined to be comprehensive, adequate and in no need of revision. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device history records was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only. Manufacturing location:(B)(4), manufacturing date:14th november 2014, expiry date:1st november 2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the procuct. Article was manufactured in the us under article number 04.503.739 with lot number 7807594. Manufacturing location: (B)(4), manufacturing date: 9/30/2014, part #: 04.503.739, lot#: 7807594 (nonsterile) - ti matrixmandible 7x23 angle recon pl left 2.5mm thick. Quantity 16. Lot was release to the warehouse on 9/30/2014. Work order 3975332 released on 9/23/2014. Drawing no: (B)(4). Was released on 2/06/2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that a plate was implanted and was broken after approx.50 days sequenced below. Although re-osteosynthesis for this event is expected yet the broken plate is still in a patient as of (B)(6) 2015. (B)(6) 2015: the reported plate was prepared with pre-bent. (B)(6) 2015: the reported plate was applied for the left mandible segmentectomy reconstructive surgery at lower jaw to a patient. Debrided area was from left 3 to 7. Around (B)(6) 2015: a patient visited the hospital for insufficient clench. Then x-ray revealed that the breakage of plate at region of his left 2 tooth. This complaint involves two parts.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plate was extracted in reoperation conducted on (B)(6) 2015.